Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and four photos were available for evaluation. Visual inspection noted the device had a deformed clamping mechanism, staple pushers were flush with the cartridge, and the knife-bar assembly was buckled. It was reported that the jaws of the reload did not open at all, not involving tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: jagged knife cut. A jagged edge along staple lines two and three can be seen. One section of the reinforcement material, towards the distal end of the staple line, can be seen not secured to tissue. Both sides of this reinforcement material section can be seen to have jagged edges. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling the stomach starting at the pyloric side, after firing with the first stapler, the knife was retrieved, but the stapler did not open. The stapler worked after several rebooting methods were performed. The surgeon gently pulled out the device with success and the staple line was good and the knife was able to cut the tissue as it should. However, the stapler reload was stuck at the end on the tissue. By gentle handling/pulling the reinforced staple reload was removed from the tissue. No tissue damage was reported. An issue with the second and third stapler was also reported, the part of the reinforced layer dangled in between the staple lines. After performing the sleeve and while examining the staple line, it was found out that the reinforced layer curled upwards at the largest staple at the distal part of the staple line. A fourth reload was used with the same handle and adapter, which did not have a problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two devices and four photos were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the reload did not open at all, not involving tissue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The evaluation detected unreported conditions: jagged knife cut and thick tissue. Visual inspection noted a jagged edge along staple lines two and three can be seen. One section of the reinforcement material, towards the distal end of the staple line, can be seen not secured to tissue. Both sides of this reinforcement material section can be seen to have jagged edges. The device also had a deformed clamping mechanism, staple pushers were flush with the cartridge, and the knife-bar assembly was buckled. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.